Manufacturer narrative:
Investigation summary: received one iag 24ga catheter-adapter assembly with no packaging material. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective damaged with lot #8071624 regarding item #381812. The lot number was built on afa line 4 from (B)(6)2018 thru (B)(6)2018. Packaged on packaging line 9 from (pallets 1-14) (B)(6)2018 thru (B)(6)2018 and (pallet 19) on (B)(6) 2018. Non-related qn (B)(4) (low gel-no gel) was initiated during the build of the lot and disposition, root cause and corrective actions were applied per quality plan. All other required challenge samples, set-up and in process testing was performed in accordance with the control plans. Investigation conclusion: visual/microscopic evaluation identified damage on the outer threads of the adapter. Using a lab provided syringe an attempt to make connections with the received unit was unsuccessful, the damage found on the adapter prevented successful connections. Root cause description: the observed damage could have happen anywhere on the line where a machine part contacts the female luer. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the extension tube would not connect to the catheter adapter for a bd insyte¿ autoguard¿ shielded IV catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube would not connect to the catheter adapter for a bd insyte¿ autoguard¿ shielded IV catheter.